Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information has been requested and will be provided within 30 days of receipt.

Event description:
During the procedure, the balloon of the palmaz blue would not inflate; therefore, the product was removed from the patient and another product was used to complete the procedure. There was no harm to the patient.